Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed that the implantable cardiac monitor was undersensing. Patient presented in clinic and programming changes were made to the device. Device connectivity issues were also noted during the in-clinic visit. Patient was having difficulty connecting via bluetooth.